Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The device was found in specification in relation to the customer reported issue. The device was tested for flow accuracy at rates of 40ml/hr and 125ml/hr and delivered within +/-5% specification. The reported condition was not verified. No cause was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump needed calibration for infusion rates. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.